Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 3b endoleak was observed intraoperatively originating from the zenith flex with spiral-z technology aaa endovascular graft ilic leg (zsle-13-122-zt) placed on the left ipsilateral side. Imaging was provided for the investigation of this event and identified a type 3b endoleak on the zenith flex aaa endovascular graft bifurcated main body. During the procedure, graft ballooning was performed at seal zones and overlap points, with less than 30cc inflation volume. An inflation device was not used. No portion of the procedure was performed off-label or out of patient selection criteria. Once the endoleak was identified, a new zenith flex with spiral-z technology aaa endovascular graft ilic leg (zsle-13-107-zt) was used to reline not extend the leaking zenith flex with spiral-z technology aaa endovascular graft ilic leg (zsle-13-122-zt). The endoleak from the side of the zsle-13-122-zt was identified on the final angiogram. The endoleak resolved following the graft reline. Imaging was provided for the investigation. An image review was completed by a vascular surgeon and identified a type 3b endoleak on the zenith flex aaa endovascular graft bifurcated main body, prompting this report.